Event description:
The user facility reported to terumo cardiovascular that the "patient had been on ECMO for extended period of time. During ECMO, staff noted free air in line and attempted to remediate problem. Pt o2 level dropped severely and he was not able to be resuscitated." Per clinical review of the event: "ECMO was used to support the pulmonary function of a (B)(6) male pt with a history of leukemia. ECMO circuit included a maquet oxygenator and pump; fresenius hemoconcentrator, circulatory technologies better bladder, and a terumo tubing pack. Eight days (8) into the ECMO procedure, the ECMO team noticed air in the circuit. They were able to remove, but in a few seconds, air again was located in the circuitry. The ECMO staff was unable to find the cause of air. ECMO was suspended while the air was attempted to be removed and the pt de-saturated during this time of troubleshooting. The pt expired shortly after."

Manufacturer narrative:
Terumo did not receive the device from the user, and the complaint was not confirmed. The clinical review for this event states: "they (user facility) were not able to find any cracks, leaks etc and she ((B)(6)) concluded they could not "pin the cause" of air to any component. She stated, "it is likely not a circuit component issue". "The terumo cardiovascular procedure kit label and IFU states: "this product is indicated for use only in the extracorporeal circuit for the cardiopulmonary bypass procedure(s). The sterile product is intended to be used one time for periods up to 6 hours, and then discarded." The procedure described in this event - ECMO - used the device for 8 days; therefore, the even describes off-label use of the device. The complaint will be included in associate awareness training. The device history record did not indicate any production related problems. All available info has been placed on file in quality mgmt for appropriate tracking, trending, and follow up.